Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer was provided with information on how to reset the pump and was assisted with the reset by technical support. The customer was instructed to call back if the malfunction recurs, and was able to continue using the pump.